Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic sleeve gastrectomy, when the first reload was used, the surgeon was able to press the green button but the stapler did not fire. A second reload was used but same issue occured. There was no patient injury.